Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Grater is cracked.

Manufacturer narrative:
Examination of the returned grater confirms the observation. The lot code of a0708 signifies manufacture during july of 2008. The grater has been in service for approximately eight years prior this failure. The cutting teeth are badly damaged from repeated heavy use over time. The root cause is attributed to wear out / heavy use. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.